Event description:
Per the clinic, the patient developed swelling at the implant site subsequent to a fall and head injury on (b)(6) 2026. The patient was hospitalized for one day and underwent a procedure on (b)(6) 2026 to drain fluid from the swelling. It was also reported that the patient stopped responding to sound and impedance of the device showed open circuits. Troubleshooting attempts were made; however, the issue could not be resolved. The device was explanted on (b)(6) 2026 and the patient was reimplanted with a new device during the same surgery.